Manufacturer narrative:
Unit received with cracked lcd glass. After battery installation unit gave an unexpected blank and white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform displacement test due to display anomaly.

Event description:
The customer's father reported that the customer's insulin pump was broken at screen. The customer¿s blood glucose level was 57 mg/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.